Event description:
After removing ercp (endoscopic retrograde cholangiopancreatography) scope, noted translucent cap was not present. A gastroscope inserted in the mouth and cap noted on tongue and removed.